Manufacturer narrative:
The insulin pump was received with blank display with unexpected back light anomaly due shorted lcd driver board. Unable to verify operational currents or perform functional tests including self test, unexpected error test, basic occlusion test, prime test, excessive no delivery test, occlusion test, displacement test or dat test due to blank display. Unit received with missing end cap sticker.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer advised they changed the battery; however the insulin pump remained blank. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.